Event description:
The customer reported the system could not recall saved images and the images were no longer on the hard drive. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reset the memory nodes, reformatted the hard drive, and reloaded software and configuration files. The system operates as intended.